Manufacturer narrative:
The manufacturer received information alleging that the end user feels unit is not producing o2. He has shortness of breath on a trip to lowes. His wife brought his back up o2 tank to him. There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete. UDI related data quality updates only. The UDI in section d4 was previously reported in the incorrect format. The UDI information has been updated to the correct format.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer received information alleging that the end user feels unit is not producing o2. He has shortness of breath on a trip to lowes. His wife brought his back up o2 tank to him. There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously received information alleging that the end user feels unit is not producing o2. He has shortness of breath on a trip to lowes. His wife brought his back up o2 tank to him. There was no harm or injury reported. The device was returned to a third-party service centre. During the evaluation of the device was visually inspected and found no problem and customer complaint was not reproduced. During the evaluation no secondary findings was observed. The device was scrapped. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. In box h: evaluation method code, evaluation result code, component code and conclusion code has been updated.